Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) distal conductor distorted. Full lead. Visual inspection: it was noted that the helix/lobe was distorted/bent.

Event description:
During implant procedure, the lead was inserted into the vein, but it could not advance properly: they saw that distal helix was already extended beyond lead tip. The device was not implanted. No patient complications have been reported as a result of this event.